Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had urinary tract infections (uti) and just left the primary care physician office. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential failure mode could be "biocompatibility issues". Therefore, a potential root cause for this failure could be "unsuitable material". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. No actions can be taken at this time since a root cause was not identified. The instructions for use were found adequate and state the following: description: the bd ready-to-use hydrophilic catheter is a single use, disposable polyurethane catheter. It comes with a pre-applied water-soluble coating to assist in the navigation of the urethra. Bd ready-to-use hydrophilic catheters do not require the addition of water or waiting for the coating to activate. All bd ready-to-use hydrophilic catheters include an insertion sleeve to allow for a non-touch technique. Indications for use: bd ready-to-use hydrophilic catheters are indicated for intermittent catheterization of the urethra for those individuals who are unable to promote a natural urine flow or for those individuals who have a significant volume of residual urine following a natural bladder-voiding episode. The catheter is inserted into the urethra to reach the bladder allowing urine to drain. Intended user healthcare professionals and/or lay persons, including adult and pediatric users. Contraindications: the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings this is a sterile, single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Users and/or patients within the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: 1. Federal (USA) law restricts this device to sale by or on the order of a physician. 2. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. 3. Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter, and do not try to re-sterilize it. 4. Do not use the catheter if there is no water inside the inner packaging or if the product is past its expiry date. 5. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. 6. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube). 7. The catheter is for intermittent use only. 8. The indwelling time of the bd ready-to-use hydrophilic catheter is about 1-3 minutes. When urine drainage is complete, slowly withdraw catheter from urethra. Correction: b, f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had urinary tract infections (uti) and just left the primary care physician office. Per follow up via phone on (B)(6) 2024, it was reported that customer still using the catheters and believed that they kept getting urinary tract infections as a result of his medical condition being a type 2 diabetic. Customer stated that they were aware of the risks of using catheters but did not like the results of getting urinary tract infections. Customer received prescribed antibiotics from their primary care provider and the infection was clear at the moment.